Event description:
On june 30, 2003, director of facility reported high colony forming units (cfu) since march, 2003 and the number of devices with cfu's increasing each month. This facility has been using the baxter 1550's since 1993 without problems with cfu's. On may 12, 2003; 18/32 machines cultured came back with >4000 cfu. On june 16, 2003, all machines were cultured and 15/32 machines came back with cfu >2000 culture results from the june 16, 2003culture were gram negative bacilli, oxidate positive and pseudomonal organisms. Facility schedules 3 shifts per day, monday through saturday. Facility discontinued dialyzer reuse in january, 2003. Sps 1550 disinfect cycle is as follows: monday, wednesday, friday, saturday-vinegar/bleach; tuesday, thursday-bleach/actril, but not a dwell, just the normal machine disinfect cycle. Reverse osmosis devices are disinfected quarterly. The end to end loop is disinfected monthly per minntech directions. Director reported the ro had a high cfu in may, a "hot water/high concentrate bleach" solution was drawn into the ro and resolved this issue. In may, all of the ro membranes were replaced. On june 23, 2003; there were 4 machines pulled for cultures obtained from the male hanson followiong actril on saturday and before any treatments, results were high cfu's. Thursday june 26, 2003, facility technician performed a "hot water with 1/2 strength bleach dwell" for 20 minutes through the entire system, flushed until negative for bleach at the drain. June 30, 2003 another water culture was obtained from every machine first thing in the morning prior to any treatments. Culture results were as follows; water only samples came back with 8 of 32 machines with >200 cfu's, 8 of 32 machines with close to 200 cfu's. Four loops in the water system were cultured and came back with "no growth" and <0.5 for endotoxins. Following the 1st shift, post treatment dialysate samples were obtained with the following results: 18 of 32 machines > 2000 cfu's, 3 of 32 just below 2000 cfu's and several machines between 500 and 1000 cfu's. Director has reported there have been no patients exhibiting adverse signs or symptoms during this period.